Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02280. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2006 and (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 in order to treat stress urinary incontinence and a sling was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that following insertion the patient experienced pain, erosion, urinary problems, dyspareunia, and vaginal scarring. The patient has undergone additional surgeries and revisionary procedures. The patient underwent a gynecological procedure on (B)(6) 2009 in order to treat mixed urinary incontinence and a sling was implanted. It was reported that the patient experienced (B)(6) 02/09/2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02280. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency and overactive bladder.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning in vaginal area, vaginal itching, vaginal discharge, hematuria and bladder spasms.

Manufacturer narrative:
Additional information:

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced urinary incontinence and urinary retention.

Manufacturer narrative:
Additional information.